Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in advance evaluation. It was reported that patient thought the wires were undone because he was not feeling stim and his symptoms returned. Patient stated he could not remember anything at the time of his procedure due to anesthesia. The issue was not resolved at the time of the report. It was noticed that patient had trial started on (B)(6) 2017. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.